Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred during implantation of an unspecified rayner device. The event description provided to rayner states "iol insertion - pc rupture."

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that in addition to pc rupture the patient is also suffering from zonular dehiscence and pseudoexfoliation syndrome. Pseudoexfoliation syndrome is a pre-existing condition and is not attributable to the event. Possible causes of pc rupture include the plunger being advanced too quickly and the plunger being forced when jammed resulting in an explosive expulsion of the lens from the injector system. Rayner has contacted the healthcare facility to obtain additional information on the case in order to facilitate further investigation of the event. At this time, no product information has been received and we have therefore been unable to review the production records or carry out any trend analysis.